Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl; cause was not known. Reportedly, due to the elevated bg, the customer required assistance being roused from sleep as well as in administering intermittent correction boluses via the pump as well as correction injections from their daughter. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.